Manufacturer narrative:
(B)(4). Device 1: batch number 2100237274, date of manufacture 12 june 2017. Device 2: batch number unknown, date of manufacture unknown. Method: the complaint mr290 vented autofeed humidification chambers are expected, but have not yet been returned to fisher & paykel healthcare in (B)(4). We will send a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that two mr290 vented autofeed humidification chambers had a water leak. There was no patient involvement.

Event description:
A hospital in south africa reported via a distributor that two mr290 vented autofeed humidification chambers had a water leak. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device 1: batch number 2100237274, date of manufacture 02 june 2017. Device 2: batch number unknown, date of manufacture 13 july 2017. Two complaint mr290 vented autofeed humidification chambers were returned to fisher & paykel healthcare in new zealand for investigation where they were visually inspected. The chambers were also functionally tested by connecting them to a water bag. No damage was found to either complaint device upon visual inspection, however when connected to a water bag, it was found that device 1 had a water leak at the spike tube connection. Device 2 was found to function correctly. Conclusion: we are unable to determine what caused the water leak with device 1, however it is known that this type of leak can be caused when pulling the feedset at the tube instead of the spike when changing the water bag. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."